Manufacturer narrative:
Per additional information and clarification received, the following information has been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d4 for catalog number has been updated to "3503754bc" - lot number "2365055" has been added to field d4 - field d4 for serial number stays as reported before (B)(6). - field d4 for unique identifier( UDI) has been updated to (B)(4). - impacted side is "right" - procedure type is breast reconstruction surgery reason for device explant and/or reoperation: right rupture a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Lot number "2365055" provided by the customer does not correspond to a finished device, and we are therefore unable to perform a manufacturing record evaluation (mre). Multiple attempts were made to get clarification about the lot number, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed, and a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 65-year-old caucasian female patient underwent breast surgery with unknown size unknown gel implants and experienced unknown side breast implant rupture postoperatively. As a result, the patient underwent bilateral replacement surgery with catalog number 3503754bc; serial number (B)(4) on the left side, and with catalog number 3504004bc; serial number (B)(4), on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).